Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pupil is rubbing against the lens optic and dispersing pigment. The patient was evaluated two months prior when it appeared the lens was not vaulted as far back as most, however, it did not seem that the patient had an anterior vault. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lot/serial number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: there is pronounced capsular contraction, anterior vaulting, pigment dispersion. Iop is well controlled and the patient is pleased with her good near vision.